Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishing final arm angle. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted without issue. The second clip was placed lateral but failed the establish final arm angle (efaa) test several times. The clip opened approximately 45 degrees. The clip was not implanted. A new clip was used to complete the procedure. Mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angel (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a